Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A physical sample was not received for the investigation, but a photo was provided. The photo was reviewed, and the reported condition was confirmed. However, without a physical sample we are unable to perform a thorough follow up investigation to include functional and visual evaluations to determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. A quality alert has been issued to the manufacturing line to make employees aware of this complaint. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported the sets are introducing air into the line. The amount of air was minimal but because of the requirement of continuous feeding the patient's mother was continuously checking and priming air out of the line a number of times in the day and night. Because the air was coming in after the pump it was not being detected so bryn was getting air all through the day as he was fed because he wears the pump in a vest on his chest so they can't easily see when air is being introduced so he could be getting quite a lot over the 23 hours that he is on feed every day.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.